Event description:
A customer contacted haemonetics on (B)(6) 2009 to return an orhtopat machine for repair. No further info was available. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to return an orthopat machine for repair. No further info was available. No donor or operator injury or reaction was reported. Upon eval the machine had no power, a blown fuse and there was a blood spill internally. The machine was decontaminated and components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).